Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. The pump was unable to perform the displacement test or verify rewind operation due to no button response. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that her pump was stuck in the rewind mode and was not able to get out of it. The customer stated that her pump had a low reservoir alert and she was having trouble clearing it because her act button was not responding as normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.